Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was missing results from its memory. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at an unknown time on (B)(6) 2016. The patient reportedly manages his diabetes with a combination of oral medication, diet and exercise. Following the alleged meter issue, the patient took his usual diabetes medication (ditoza 1.8) at an unknown time on the same day. At an unknown time following the beginning of the alleged meter issue, the patient claimed he developed the symptoms of "fatigue" and "thirst". The patient denied receiving any treatment in response to the symptom. During troubleshooting the csr was able to confirm that this was not the first usage of the device and that it had not been misused. The csr was unable to resolve the issue with troubleshooting. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.